Event description:
It was reported that during a new pump and catheter implant patient experienced "blood pressure issues" and "may be transferred to ICU". The physician did not want to start baclofen therapy, even though the pump is implanted. Physician did not want to start baclofen therapy yet, even though the pump was implanted. Device information could not be obtained; additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Catheter model: 8709sc, (B)(4), implanted: 2011-(B)(6), explanted: unk.

Event description:
Additional information: it was later clarified that patient had intraoperative hypotension not related to intrathecal baclofen, as it happened before the device was implanted. Patient was currently doing well with their device. Drug being delivered was lioresal 500 mcg/ml at a daily dose of 50 mcg/day.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date of this report.